Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) with questions about left ventricular (lv) capture on the presenting electrogram (egm). Ts discussed that compared to previous egms the lv signal was coming in a bit later which might indicate a timing issue rather than an output and capture issue. Ts and the hcp discussed programming options. The cardiac resynchronization therapy pacemaker (crt-p) system remains in service. No adverse patient effects were reported.